Event description:
It was reported to philips that there was a problem with the longitudinal movements of the c-arm. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and reviewed the remote update for longitudinal potentiometer. A review of the system logfile found that the clea longitudinal movement was not calibrated. Fse calibrated both the clea and table longitudinal movements. After calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.